Event description:
The customer reported that the vela ventilator alarmed transducer fault while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite was able to confirmed the reported issue. The exhalation flow transducer failed. As a resolution mainboard was replaced. Checked transducer calibrations and preformed completed ovp (operator's verification procedure). Verified volumes, pressure and blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.